Manufacturer narrative:
Device discarded by customer. The impella 5.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white female patient had impella 5.5 pump inserted. An epical bleed was noted due to the catheter pushing against the wall of the left ventricle (lv) during attempts to insert the outlet out of the graft. Lv apical perforation occurred and as a result two (2) units of packed red blood cells (prbcs), one (1) unit of fresh frozen plasma (ffp), and one (1) unit of platelets was administered.